Event description:
Customer reported that a patient sample with a positive antibody screen did not react with vra180 cell 6 (jka+jkb-). All other jka positive cells reacted 1+. Patient had no previous history. There were no other discrepant results.

Manufacturer narrative:
Retained testing, batch record review, and a complaint by lot review was performed. Results were satisfactory. (B)(4).